Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The quality control results were acceptable. Therefore, a general reagent issue could most likely be excluded. A pre-analytical issue could not be excluded as the customer's centrifugation time was too short according to the tube manufacturer's recommendations.

Event description:
There was an allegation of a questionable tnt hs stat elecsys result for one patient sample from the cobas 8000 - cobas e 602 module. The initial result was 49.8 ng/l and was reported outside of the laboratory. A subsequent sample from the patient was sent to the laboratory and the results were 21 ng/l and 20.73 ng/l. The customer then repeated the initial sample and the results were 24.33 ng/l, 27.5 ng/l, and 28.56 ng/l. A corrected result of 29 ng/l was sent. The reagent lot number was 63481300 with an expiration date of 30-sep-2023.